Manufacturer narrative:
(B)(4). Date sent: 3/31/2020. D4: batch # t9561j. Investigation summary the analysis results found that the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. No functional test was performed due the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. In addition, 8 clips were found inside clip track. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information: did the patient experience any adverse consequences due to this issue? The lot number you provided of p00019p67 is not valid. Do you have the six digit/character batch and/or lot number for the device? To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the jaw mechanism was broken into open position after firing and could not be inserted down the laparoscopic port. There were no patient consequences reported. No additional information is available at this time.